Event description:
During a diagnostic procedure, there was ao drift. The issue was found to be caused by the wi-box and adapter and monitor cables. The procedure was abandoned, but there were no adverse consequences to the patient.